Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient underwent revision surgery to have the abutment removed and a magnet implanted. The implanted device remains. This report is filed october 28, 2015.

Manufacturer narrative:
(B)(4): the implanted device remains.